Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of a bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of a bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, "a very large midline hernia sac was excised. Identified a second hernia from a previous ileostomy site in his right mid abdomen. A bard flat mesh was placed and tacked." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, intra-abdominal abscess, mesh infection thereby underwent laparoscopic repair with removal of mesh and implant of xenmatrix mesh (device #2). Per operative notes, "there was some adhesions in the upper abdomen of colon. There was a large amount of mesh infection and appeared to be pus pouring from the anterior abdominal wall. All visible pus was removed. There were two masses within the hernia sac as well as inducted mesh and hernia sac were taken down and removed from the hernia. A xenmatrix biological mesh (device #2) was placed and sutured." Attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It is also alleged that had additional surgery to remove the mesh and repair the hernia; permanent and severe scarring and disfigurement.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of bard flat mesh, patient was diagnosed with drug resistance bacterial infection, hernia recurrence, adhesions and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: d.6a (date of implant).